Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 450 mg/dl. Customer delivered a bolus for dinner and took a nap and woke up hour later and blood glucose reading was 424 mg/dl and current blood glucose reading was 324 mg/dl. Customer was treated with insulin pump. Customer was using auto mode. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.